Manufacturer narrative:
(B)(4). Batch #: u94g17. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the eps07 device was received with no apparent damaged and without the sterile package. Upon visual inspection to the device it was observed a white foreign matter around the rotational knob. The instrument was tested for continuity and was found to be conforming. There were no anomalies noted with the functionality of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event. This is a photo analysis for a set of images submitted to ethicon endo-surgery for evaluation. Image: the images received are those who appear to be an eps07 device, seem to be spots a manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It should be noted product failure is multifactorial. No conclusion could be reached as to how this issue occurred through photo analysis. As part of the ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that, before a laparoscopic hysterectomy, it was found that the foreign matter like a white powder was on/around the rotate knob after the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.